Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and the bard/davol device used to treat the patient. The patient's attorney alleged extrusion of the device with infection, extrusion and infection are listed in the instructions-for-use as possible complications. As stated in the instructions-for-use regarding infection; "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol ventralex st device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: the (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st. The (B)(6) 2017 - the patient underwent surgery as a result of extruding and infected hernia mesh. The patient is making a claim for an adverse patient outcome against the ventralex st. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st. (B)(6) 2017 - the patient underwent surgery as a result of extruding and infected hernia mesh. The patient is making a claim for an adverse patient outcome against the ventralex st. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with implant of on ventralex st mesh. Per operative notes, ¿hernia sac was freed up from the edges of the hernia. A large ventralex st mesh was placed on the abdominal wall and sutured into position.¿ (B)(6) 2017 - patient was diagnosed with infected extruding mesh of umbilicus thereby underwent open repair with the explant of ventralex st mesh. Per operative notes, ¿the adhesions of the mesh to the omentum was noted and the mesh was completely removed.¿ attorney alleges that the patient had adhesions, pain, infection and hernia recurrence.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and the bard/davol device used to treat the patient. The patient's attorney alleged extrusion of the device with infection, extrusion and infection are listed in the instructions-for-use as possible complications. As stated in the instructions-for-use regarding infection; "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol ventralex st device used to treat the patient and any problem with the device. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 months post implant of ventralex st, patient was diagnosed with infection, extrusion, adhesions and abscess thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and infection as possible complications. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-mar-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.